Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned for analysis. External abrasion breaching the outer insulation was noted at 41.4 cm to 41.5 cm and 42.4 cm to 42.5 cm from the connector pin consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.